Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion. The returned device indicated a missing set screw. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary - the device was returned and analyzed. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement.

Event description:
It was reported that during the changeout of the device for normal battery depletion, the physician had difficulty removing the right ventricular setscrew. The physician felt that it was "stripped". When the physician was able to visualize the setscrew, it was noted to be lying on its side. The setscrew was removed and the lead was pulled out of the header port. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.